Event description:
It was reported that all of the cic's in several care areas were experiencing "no comm" events. The time on all of the cic's and bedside monitors in the hospital would not advance past 7 am. No pt injury was reported. The reported event is caused by a known condition where the cic time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical pt event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.